Event description:
During a tah procedure the surgeon sealed the left ip. Oozing was observed which required clamping and sutures to effect a seal. After sealing the right uterine artery, bleeding was observed which required sutures to effect a seal. No patient harm was reported.